Event description:
Patient reported for left side device ¿swollen lymph nodes in neck¿, exchange from textured to smooth due to concern with the product¿, "depression", ¿neck, pain¿, ¿shoulder pain¿, ¿burning under right rib cage¿, ¿insomnia¿, and ¿inflammation¿. Patient additionally reported non-device related events as follows: ¿severe palpitations¿, ¿heart palpitations¿, ¿muscle pain¿, ¿fatigue¿, ¿vertigo¿, "migraines", ¿dry eye¿, ¿hair loss¿, ¿ringing in ears¿, ¿low libido,¿ ¿night sweats¿, ¿brain fog¿, ¿body feels like its vibrates¿, ¿ibs¿, and ¿gall bladder removal¿, and ¿numbness & tingling in fingers¿. The device has been explanted and will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ¿swollen lymph nodes" (lymphadenopathy) is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿swollen lymph nodes in neck¿ and exchange from textured to smooth, due to concern with the product¿.

Event description:
Patient reported, for left side device ¿swollen lymph nodes in neck¿. Exchange from textured to smooth, due to concern with the product¿. "Depression", ¿neck, pain¿, ¿shoulder pain¿, ¿burning under right rib cage¿, ¿insomnia¿ and ¿inflammation¿. Patient additionally reported, non-device related events as follows: ¿severe palpitations¿, ¿heart palpitations¿, ¿muscle pain¿, ¿fatigue¿, ¿vertigo¿, "migraines", ¿dry eye¿, ¿hair loss¿, ¿ringing in ears¿, ¿low libido,¿ ¿night sweats¿, ¿brain fog¿, ¿body feels like its vibrates¿, ¿ibs¿ and ¿gall bladder removal¿. And ¿numbness & tingling in fingers¿. The device has been explanted and will not be returned.

Event description:
Patient reported for left side device ¿swollen lymph nodes in neck¿, exchange from textured to smooth due to concern with the product¿, "depression", ¿neck, pain¿, ¿shoulder pain¿, ¿burning under right rib cage¿, ¿insomnia¿, and ¿inflammation¿. Patient additionally reported non-device related events as follows: ¿severe palpitations¿, ¿heart palpitations¿, ¿muscle pain¿, ¿fatigue¿, ¿vertigo¿, "migraines", ¿dry eye¿, ¿hair loss¿, ¿ringing in ears¿, ¿low libido,¿ ¿night sweats¿, ¿brain fog¿, ¿body feels like its vibrates¿, ¿ibs¿, and ¿gall bladder removal¿, and ¿numbness & tingling in fingers¿. The device has been explanted and will not be returned.

Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. ¿ changes in sleep habits: unable to observe as it is a medical event that is not related to the device. ¿ depression: unable to observe as it is a medical event that is not related to the device. ¿ fatigue: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ varied injuries: unable to observe as it is a medical event that is not related to the device. ¿ dry eyes: unable to observe as it is a medical event that is not related to the device. ¿ neck pain: unable to observe as it is a medical event that is not related to the device. ¿ paresthesia, dizziness: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ arrhythmia: unable to observe as it is a medical event that is not related to the device. ¿ myalgia: unable to observe as it is a medical event that is not related to the device. ¿ other-medical: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, a6, d4, h6.